Event description:
The customer reported that when turning on the system, there was no response, thus it would not complete boot up. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.